Event description:
It was reported that the patients right ventricular (rv) lead had triggered a lead integrity alert (lia) with increased sensing integrity counter (sic), high rate non-sustained episodes and also an observation of t-wave oversensing (twos). As a result the patient received an inappropriate therapy. Follow-up was completed with an allied health professional (ahp) and there were no reprogramming changes completed at this time. The lead remains in use. No further patient complications have been reported as a result of this event.